Event description:
The notification initially received for the (B)(4) study indicated that the patient's cardiac enzymes were elevated after implant of a cypher stent in the proximal rca and a taxus stent in the proximal circumflex. Investigational questions clarified at that time that the patient was not diagnosed with an mi. However, cec committee later adjudicated a protocol-defined non-q wave mi (target vessel) and peri-procedural pci per arc related to procedure and related to device. Hence, mi is now reported. The cec disagreed with a stent thrombosis per protocol and arc definition. A (B)(6) male with a history of hyperlipidemia and smoking was initially admitted with chest pain and was diagnosed with two-vessel disease. Pci was conducted in the mid rca and the proximal circumflex. The lesion in the mid rca was described as de novo, type b2, and 80% stenosed. Pre-dilation was conducted before a 3.5x33mm cypher was implanted at 16 atm. The lesion in the proximal circumflex was described as de novo, type b1, and 90% stenosed. Pre-dilation was conducted before a 2.25 x 8 mm cypher stent was inserted but the reporter specified that they were "unable to make it around the corner from the left main into the left circumflex." A non-codis stent was successfully implanted to treat the proximal circumflex. Timi iii flow was maintained in both vessels.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase. Elevated enzymes levels post procedure leading to mi diagnosis may reflect the structural changes taking place during coronary intervention with no indication of any device performance, design, or manufacturing issues. Review of the information provided suggests that there are procedural factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.